Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation.

Event description:
This is a report received by baxter (B)(4) on 04.feb 2010 from a pharmacist in (B)(6). The pharmacist reported that, from 480 units received of ce infusor lv 5, 12 pack (code 2c1009kp, batch 09m010), they only managed to use 391, since on the other 89 (the number of units impacted) the elastomere had ruptured upon preparation. The date of these occurrences is unknown. No impact on the patient was reported. No sample available for evaluation, they were discarded due to their cytotoxic content. (B)(4). This complaint will serve as report 89 of 89.